Event description:
It was reported that interrogation of this system identified vp stimulus was not capturing at 3.5v@0.4ms and threshold was found to be 5.5v@1.0ms. Automatic capture (ac) seemed to have been disabled for the past two months due to low evoked response. Sensing and impedance changes were noted since ac was disabled. Output was increased to 7.5v@1.0ms and sensitivity was reprogrammed from fixed 2.5mv to automatic gain control (agc) 1.0mv. It was reported that the patient felt dizzy and fell backwards bumping his head on the wall. No other injuries occurred. The patient had recently started taking a new medication and it was not determined if the dizziness was due to the new prescription or loss of capture. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve product return information. No further details are available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that interrogation of this system identified vp stimulus was not capturing at 3.5v@0.4ms and threshold was found to be 5.5v@1.0ms. Automatic capture (ac) seemed to have been disabled for the past two months due to low evoked response. Sensing and impedance changes were noted since ac was disabled. Output was increased to 7.5v@1.0ms and sensitivity was reprogrammed from fixed 2.5mv to automatic gain control (agc) 1.0mv. It was reported that the patient felt dizzy and fell backwards bumping his head on the wall. No other injuries occurred. The patient had recently started taking a new medication and it was not determined if the dizziness was due to the new prescription or loss of capture. The system remains in service and no adverse patient effects were reported. It was reported that this device and the associated rv lead were removed from service and replaced. No additional adverse patient effects were reported.